Event description:
The reporter stated that during a surgical procedure using the tibiaxys distal tibial osteotomy system, the drilling guide broke when the surgeon was drilling the tibial screws, and a piece of metal was lost. The surgeon had to use fluoroscopy to determine that the metal fragment did not fall into the surgical wound. There was no adverse outcome for the pt. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.